Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a high impedance level and an intermittent failure to pace. The physician elected to explant the ipg.